Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this lead was unable to be successfully implanted due to an unspecified product performance issue. A same model lead was used as replacement. Attempts to obtain additional information were unsuccessful. This lead is not expected to be returned for analysis. No adverse patient effects were reported.